Manufacturer narrative:
The device was received with both seals broken and the top case was cracked front corners. The history log showed there was a force sensor bridge test error in history. The device was tested using the start-up procedure. Testing showed yes. When pressure was applied to the sensor the reading would not come off zero. Replaced main board and that cleared up the problem. The root cause was unable to determine, did not notice any external damage to the main board. The tech replaced main board. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device system failure force sensor bridge test, changed force sensor. No patient injury reported.